Manufacturer narrative:
Concomitant medical products: 50ml baxter bag, lot number p373977, exp (B)(6), pembrolizumab, therapy date (B)(6) 2018. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The nurse had initial difficulty priming the set with the chemo study drug pembrolizumab via gravity, however after squeezing the bag she was able to prime the tubing to the distal end. The set was placed in the pump module, and after the pump was started, fluid leaked on the floor from the pumping segment. A hazardous drug/chemo spill clean up was performed after the event. No patient or user harm was reported.

Event description:
The nurse had initial difficulty priming the set with the chemo study drug pembrolizumab via gravity, however after squeezing the bag she was able to prime the tubing to the distal end. The set was placed in the pump module, and after the pump was started, fluid leaked on the floor from the pumping segment. A hazardous drug/chemo spill clean up was performed after the event. No patient or user harm was reported.

Manufacturer narrative:
The customer¿s report of difficulty priming was not confirmed. The set primed successfully with no difficulties. The customer¿s report of fluid leak from the pump segment was confirmed. Visual inspection of the set showed no damage or any anomalies. Examination under magnification showed insufficient solvent at the separation site. Functional testing confirmed leaking at the engagement between the lower fitment and the tubing. The separated tubing was measured and found to be within specification. The root cause of the leak is insufficient solvent having been applied during the manufacturing process.